Event description:
The doctor reported that implant was removed due to osseointegration failure,11 months from implant placement date. Oral hygiene around the implant site was good. During the surgery, no findings were reported. Patient has since recovered.